Event description:
It was reported that during an artery vein fistula procedure, one or two clips would work then the next clip would not secure on the vessel. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.